Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in patients hearing performance after head trauma was noticed. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. A head trauma was reported and therefore, problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Obvious decline in patients hearing performance after head trauma was noticed. The patient has been re-implanted on (B)(6) 2016.